Event description:
Rptr alleged obtaining discrepant blood glucose values of 242 mg/dl back to back with a result of 79 mg/dl when testing was performed within 3 mins on the advantage sys. No actions were reported taken or treatment was rec'd. A request was made for the return of the suspect device and replacement prod was sent.